Event description:
It was reported that during a routine follow up, the right atrial lead exhibited noise and over sensing which resulted in auto mode switches. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
.